Event description:
Note: this MFR report pertains to the first of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-3207, #3005099803-2008-3206, #3005099803-2008-3219, and #3005099803-2008-3223 for a description of the other devices. It was reported to boston scientific corporation in 2006, that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed one week later. (Female patient; weight is unknown). According to the complainant, during preparation "the introducting catheter was dry rotted, it broke off and was brittle." There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product not available for analysis.